Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a tonsillectomy procedure with a coblator ii controler, a patient had post-operative bleeding and needed to go back to the operating room.

Manufacturer narrative:
The reported device was received for evaluation. It was determined the device did not contribute to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review found no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed no issues. The unit was opened and found rust on the floor of the unit, no other issues found. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
B1 corrected: this is an adverse event, no product malfunction was reported.